Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.